Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe leaked past the plunger during use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe had leakage by plunger during the handling".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe leaked past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe had leakage by plunger during the handling."